Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d334drm implantable cardioverter defibrillator, implanted: (B)(6) 2013; product ID 507652 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert was triggered on 2013-06-01 due to meeting the conditions for non-sustained tachycardia (nst) and ventricular sensing integrity counter (v-sic). 247 v-sic counts were noted since 2013 (B)(4), indicating non-physiologic oversensing.

Event description:
It was reported that following a recent implant, short interval counts (sic) and non-sustained tachycardias (nst) tripped the lead integrity alert (lia) on the right ventricular (rv) lead. There was no overt noise detected on the electrogram (egm). The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.